Event description:
Complainant alleged that the emergency room clincian was attempting a 200 joule defibrillation on a sixty-eight year old male pt, who had been admitted to the hosp in full cardiac arrest, but the device would not discharge when charged to 200 joules. The round electrode had been placed on the pt's front, and the rectangular electrodes had been placed on the pt's back. The pads were connected to the defibrillator via the multifunction cable. The defibrillator was charged to 200 joules a second time, but the device again did not discharge when the discharge buttons were depressed. The device screen displayed an "ECG leads off" message. The pad placement and the connections were checked, but the device would still not discharge and the device displayed the same message. Pad placement and connections were checked a third time, but there still was not any device discharge and the device screen again displayed an "ECG lead off" message. The clinicians then changed to paddles mode and the device successfully discharged. The pt subsequently expired.